Event description:
Upper y-site needle-less connector on lipid tubing infusing via pcvc (percutaneous central venous catheter) was noted to be leaking. Tpn and lipids needed to be replaced completely due to leaking and changed over to clear fluid. Manufacturer response for IV infusion tubing, (brand not provided) (per site reporter) they are sending new product after they have implemented the corrective action plans.